Event description:
It was reported that the pt experienced a shocking sensation described as a "firing" of her neurostimulator every 45 mins which was worse when the device was turned off. There were no falls or trauma associated with the event. She was seen in the emergency room where the physician noted that the pt was treated for a "colon infection" a couple of days ago. Her device was confirmed to be turned off. Add'l info was requested.

Manufacturer narrative:
(B)(4).